Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a suturing on a caesarean section surgery, the surgeon had a suture break wherein the thread was the part which was broken. Another suture was used to complete the case. There is no patient injury.